Event description:
It was reported that high impedance was observed. Clavicular crush with lead fracture was found. Leads were explanted and replaced.

Manufacturer narrative:
No medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned. Analysis found internal abrasion underneath the rv shock coil at 4cm - 5.5cm from helix end and also underneath the svc shock coil at 21.9cm - 22.2cm from helix end. Internal abrasion was also noted at 15.2cm - 15.9cm from the helix end. External abrasion was noted at 7.9cm - 8.2cm from the helix end. The etfe coating was normal at all locations.